Event description:
It was reported that the guide of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane. Upon follow up customer could not provide any additional information for this event.

Manufacturer narrative:
The reported event of a bent guide on the duraguard was confirmed by a stryker service technician through visual inspection. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device is placed in parts retention.